Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected false positive tachycardia episodes due to oversensing electromagnetic interference/ noise. The icm was re-programmed. The icm remains in use. No patient complications have been reported as a result of this event.